Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a275 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that the patient's upper rod that goes to the base of the spine is not working properly. Caller stated that hcp had to remove the bottom one a year ago and now the one on the top is also not working. Caller mentioned that they were scheduled for surgery in early april, but the patient had a bad cold and had to cancel the surgery. Caller said that they have been calling hcp office and leaving messages left and right, but they have not heard back. Caller stated that they need to reservice the bottom from the lumbar area because it not connecting with box, agent understood this as ins. Agent sent an email to physician listings to the caller. The patient was redirected to their healthcare provider to further address the issue.